Manufacturer narrative:
Device evaluation results: one level 1 hotline low flow system was returned for investigation in used condition. The unit had a cracked tank cover. There was also wear and tear damage on the following components: enclosure, tank cover, pole clamp, and front cover. The unit also had an outdated pcb and power switch. The customer reported product problem (leaking and failing to maintain temperature) was confirmed during testing. This product problem resulted from a faulty heater and a cracked tank cover. The problem source of the reported product problem was unknown. A root cause was not established. The unit was determined to be beyond economical repair due its old age. No repairs were made.

Event description:
It was reported that device was leaking from the reservoir and failed to maintain the required temperature. No patient injury or complications were reported in relation to this event.